Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that six ophthalmic forceps would not open after they were initially closed during vitrectomy surgeries. The forceps issues were noted prior to any patient contact therefore, there was no impact to any patient. Alternate forceps were obtained in order to begin and complete each procedure.

Manufacturer narrative:
The five received forceps samples were in unopened original packaging. The samples were functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that forceps could been activated, the opening and closing was good and also it could grasp and hold a control weight. A root cause could not be determined because the samples meet the specifications. A possible root cause could not be determined because the samples meet the specification. No further actions will be issued. The manufacturer internal reference number is: (B)(4).